Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken. Electrode 7 shows red connection, and impedance issue on both replanted old battery and newly implanted battery. Physician aware and okay with this. The troubleshooting done was the hcp wiped the leads multiple times during battery replacement procedure, ensured the leads were fully inserted into the new battery multiple times before tightening down into the battery. The issue was resolved. Additional information was received from the manufacturer representative (rep). There was no additional damage seen to think the lead was broken or fractured, only the constant impedance issue at the single electrode. Effective therapy was able to be established with programming.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 22-nov-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) ubd: 08-may-2021, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported high impedance issues. When impedance check was done, reference electrode was 0- impedance at electrode 7- 30850, electrode 15- 32420; when reference electrode was 8- impedance at electrode 7- 40000, electrode 15-33560. Troubleshooting was done where different reference electrode on impedance check. Additionally, rep met with patient today. Patient reports she noticed the error message on her remote over the weekend and she was unable to increase her intensity. Upon connecting to ins, lead connection check all green. Impedances showing 2 orange electrodes as mentioned earlier in report. Her programming was using one of these electrode. Reprogrammed completed not using those 2 electrodes. Issue was resolved. Patient admitted to a falls prior to this error message appearing. Issue was resolved following reprogramming. Physician was notified in office.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type: lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.